Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and tvt-exact was implanted by dr. (B)(6) due to rectal prolapse, rectocele, vaginal and bladder prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence and bleeding. The patient underwent revision surgery ((B)(6) 2015) by dr. (B)(6) due to erosion.